Event description:
It was reported that after completing an iliac pta/stent procedure (off-label), the dr was unable to remove the catheter balloon through an 8fr introducer sheath. The balloon and sheath were removed as a single unit, with no further complications being reported.